Event description:
It was reported that during a da vinci cystectomy surgical procedure that the endowrist one vessel sealer instrument would not engage. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's snake wrist was dislodged. As a result, the instrument could not be inserted into the cannula. Failure analysis concluded that the dislodged damage may have been likely due to mishandling and misuse. Failure analysis also found the instrument's snake wrist cables were broken. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the dislodged snake wrist and broken snake wrist cables found during failure analysis and if to recur could cause or contribute to an adverse event.